Manufacturer narrative:
The device was received for evaluation. During functional testing,'pump is getting stuck in a constant downstream occlusion error and has failed the test @ 7. 13 was not reproduced. A review of the event history log revealed downstream occlusion messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed force sensor. The downstream sensor requires replacement to address this issue. During functional testing, air in line alarms when restarting was not reproduced. A review of the event history log revealed air in line messages. The cause of the condition was determined to be a failed ultrasonic sensor. The ultrasonic sensor requires replacement to address this issue.should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed downstream occlusion test at 7.13 and air in line alarms when restarting. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.